Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Gamma3 long nail surgery was performed 3 years ago. Then nonunion and nail fracture were found. Secondary bone fracture was occured at the other part. The revision surgery is planned on (B)(6) 2016.

Manufacturer narrative:
Evaluation revealed the received long nail kit r1.5, ti, left gamma3® ø10x280mm x 125° to be the primary product. The other implants received were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 3 years. Massive mechanical damage ¿ significant drill marks at the lateral edge as well as scuffed off coating inside the proximal drill hole of the anterior web - had been caused by the contact with a deviated step drill. Such damage may cause additional notch effects. The appearance of the breakage surfaces of the anterior web at lateral suggested that the nail breakage had its origin in this area (missing plastic deformation / lines of rest). Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the posterior web followed most likely with delay in a much quicker way. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. In this case a non-union had been diagnosed by the attending surgeon. Non-union presents an insufficient- or non-healing of bone, which is regarded being related to the patient¿s condition. Most likely the non-union had caused / contributed to the nail breakage. The nail was not relieved by a sufficient bone healing. The aim of postoperative care must be to ensure the promotion of bone consolidation. Potential adverse effects are clearly pointed out in the labelling. Based on the above the nail breakage was not linked to a deficiency of the device, but was rather patient related (insufficient or non-healing of the patient¿s bone after an implantation period of more than 3 years), likely contributed by an intra-operative damage of the nail by a deviated step drill resulting in a significant weakening of the lateral edge of the anterior web. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Gamma3 long nail surgery was performed 3 years ago. Then nonunion and nail fracture were found. Secondary bone fracture was occured at the other part. The revision surgery is planned on (B)(6) 2016.